Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips malformed at the second, third and fourth firing and then the device jammed. A second device was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4).